Event description:
Boston scientific received information that this patient was upset as he was informed that his device was included in an advisory population. A boston scientific technical services consultant reviewed the advisory information with the patient. The device had a monitoring voltage (mv) of 2.73v and a charge time of 13.6 seconds. Two months later, the device had declared elective replacement indicator (eri) due to a charge time of 19.5 seconds. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant provided the patient with further details regarding the advisory. The consultant stated that this device is included in the subpectoral implant jan 2008 population product advisory and not the advisory which includes devices that declare eri during middle of life due to long charge times. However, this device has the same battery type and is exhibiting that same behavior. The consultant discussed the charge time extension window and this device declared eri due to a charge time above the extended limit. The device remains implanted at this time and no other adverse events have been reported. This product issue will be updated if additional information is received.